Event description:
Per user facility, patient undergoing laparoscopic supracervical hysterectomy. During the procedure, it was noted that the white piece on the tip of the harmonic scalpel was peeling off. Harmonic scalpel replaced and procedure continued without incident. There was no patient consequence. Device is not available for return.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.